Event description:
Cold snare had a catch to it making it difficult to close slowly around polyp. Snare ended up sort of springing closed quickly, cutting the polyp unintentionally at that time. Polyp was retrieved but not in the slow and methodical manner that it should have been.